Event description:
It was reported that on 25oct2021, the patient was admitted for driveline infection. Surgical therapy (translocation) and drug therapy were performed. On 27oct2021, the patient developed sustained supraventricular tachycardia (svt) requiring cardioversion. The patient was discharged on 03apr2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmias and infection as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.